Event description:
It was reported that there was a tear in the proximal part of the angioguard (umbrella section). Initially before they deployed the device, the physician had to re-prep the angioguard, because it was not fully sleeved. Pta was being performed on an unidentified lesion of 6mm in reference diameter beyond the lesion. There was no difficulty accessing the lesion with a guidewire and placing the angioguard in the lesion. The filter basket had good wall apposition when positioned distal to the vessel. A stent was placed in the lesion without any difficulty and was fully expanded. Post-dilatation was conducted. While retrieving the basket back into the delivery sheath there was difficulty. The basket was not fully closed when pulled back through the stented area. No debris was found in the basket after removal from the patient. A tear was noted post procedure when the basket was being inspected. There was no injury to the patient.

Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.